Event description:
Facebook complaint received: "I had a lapband. It was pure hell. I got it replaced. With a gastric sleeve. I am doing much better. My bariatric doctor. Hates the band. He won't even hear of it. But. He told me. He takes out more lapbands and does a lot of redo's. My lapband slipped. Which caused me to constantly throw up. Even liquids. It was so embarrassing. I had a miserable life. I am happy with the sleeve".

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.